Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience 48 everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion with mild tortuosity and heavy calcification from the proximal to the mid left anterior descending artery. Pre-dilatation of the lesion was performed using a 1.5x12 mm unspecified balloon catheter. A 3.0x48 mm xience xpedition rx stent delivery system (sds) was advanced toward the target lesion, the stent was deployed and a distal edge dissection occurred. There was no interaction of devices. A 2.75x12 mm xience xpedition rx sds was advanced, the stent was deployed the dissection was successfully covered. No other device/procedure issues were noted. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.